Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were unresponsive on the insulin pump and there was a dark circle present on the insulin pump's screen. Customer's blood glucose was 136 mg/dl. The customer stated they went swimming, but disconnected from the insulin pump before the keypad anomaly occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased act button dome switch. The insulin pump has cracked lcd window, cracked case at the display window corners and cracked reservoir tube lip.